Event description:
It was reported that, during a knee surgery, the metal electrode ball of the "50° tristar wand" was damaged and fell off inside the patient. The metallic ball was removed. The procedure was successfully completed without significant delay using a smith+nephew back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no related failures. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Risk management documents review found no additional risks that require to be added to the reference document. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: (1) hitting the device tip against a hard surface such as an insertion cannula (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. There are no indications to suggest the device did not meet product specifications upon release into distribution.